Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 11:00 am due diabetic ketoacidosis with a high blood glucose level of 520 mg/dl. The high blood glucose was caused by a bent cannula. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.